Event description:
Additional information reported indicated that the patient had to postpone her device change out, due to more pressing health issues. The clinic continues to follow-up with the patient and the patient is aware of the device status. The patient has not experienced any adverse events, to date.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device currently remains in service. No adverse patient effects were reported.

Event description:
Additional information reported indicated that the device was beeping as a result of the recorded code 1003. No adverse patient effects were reported.